Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to lead noise. The noise was caused by externalized conductors. The lead was capped and replaced. The patient tolerated the procedure well and is in stable condition.